Manufacturer narrative:
The device was returned to olympus for a device evaluation and found due to poor contact and panel failure of the liquid cooled display (lcd) panel, there was an image artifact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus that the 4k uhd lcd monitor had a green line from top to bottom of image across screen. It is unknown when the issue was observed and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "no image " was caused by a faulty liquid crystal display (lcd) panel. Olympus will continue to monitor field performance for this device.

Event description:
The monitor was returned, and during the device evaluation, a reportable malfunction of no image with an image artifact was identified. The issues were due to poor contact and liquid crystal display (lcd) panel failure. There were no reports of patient harm.